Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported by the sales representative via phone that a left knee was revised because the tibial tray collapsed into the varus. The sales rep saw the explanted devices and described them as being unremarkable.